Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a complaint and the device reached elective replacement indicator (eri). The device was explanted. No patient complications have been reported as a result of this event.